Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that suspected intermittent occasional atrial lead undersensing was noted during atrial arrhythmia episodes that occurred last month. The atrial lead remains in use. No patient complications have been reported as a result of this event.